Event description:
It was reported that an asymptomatic patient presented in clinic with the device post-paced t-wave oversensing. Programming changes were made and resolved the issue of oversensing. Patient was fine after the event.